Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (severely calcified lesion, moderate tortuosity). Failure to follow instructions (device not inspected prior to use). Conclusions: device failure/lack of effectiveness related to patient condition (severely calcified lesion, moderate tortuosity). (B)(4).

Event description:
The physician intended to implant a 3.0 mm diameter x 38 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the lad with 80% stenosis, severe calcification and moderate tortuosity. The lesion was pre-dilated once using a 2.0 x 18 mm balloon up to 7 atms. 40% stenosis remained following pre-dilation. Resistance was encountered advancing the endeavor resolute device to the target lesion and the device was removed from the patient. Further lesion pre-dilation was performed and two other stents were successfully implanted. There were no abnormalities noted removing the protective sheath and stylette from the device prior to use, however, the endeavor resolute device was not inspected prior to use. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. A number of struts on the 17th and 27th proximal stent segments were partially raised and overlapping. The 25th and 26th proximal segments were slightly deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).